Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator essential tremor. It was reported that on (B)(6) 2016, the patient's tremor returned and there were high impedances discovered. There was no environmental / external / patient factors reported that may have led or contributed to the issue. Diagnostics / troubleshooting included an impedance check and programming on (B)(6) 2016. It was also stated that the actions / interventions taken to resolve the issue included programming; the issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from a manufacturer representative, no new information was received.